Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system unable to boot up. Upon troubleshooting fse found system will not boot up all the way. System frozen after trying to get into psc. The cause of the suite pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the suite pc. After replacement of suite pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.